Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer biomed reported that on (B)(6) 2020 at 10:43, the ECG lead set was unplugged from the ECG trunk cable for the patient in bed 2a045. The intellivue mx800 patient monitor generated a visual technical alarm banner only for "ECG leads unplugged", but there was no audible alarm tone. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.